Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma, capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, capsular contracture baker grade IV, lump/nodule-ndr.

Event description:
Physician reports "rupture of the right device", :capsular contracture baker grade IV, on axilar zone there is multiple silicomas". Additionally, suspected nodules were reported.. This relates to the right device. Device has been explanted.